Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when checking this pressure monitoring set connected to an arterial line of a pediatric patient because no signal was displayed, it was noticed the device leaked. The line was tried to be flushed in case it had become occluded causing the dampened waveform. However, flushing could not be completed and the heparinized saline bag was noticed to be empty and blood back up into the pressure tubing. Then, plasmalyte 64ml out of 100 was provided in case the heparin had been infused into the infant. The arterial line was exchanged and the waveform was appropriate again. It was requested bw (blood work) to be sent for analysis, act (activated clotting time) to be completed and heparin reversal agent to be at bedside, and when taking the blood sample from the left internal jugular (ij) the patient blankets were noticed soaking wet. Patient bed sheets and dry flow were measured resulting in an approximate volume of flush fluid that leaked onto the sheets of 265 ml (as per hospital protocol, all lines / or soaker sheets are weighed prior to placing on infants beds so that any urine or blood spills can be calculated). The blood work coagulation was sent to laboratory and the rrt (rapid response team) and ECMO (extracorporeal membrane oxygenation) specialist came to test act, that continued being normal. There was no blood loss nor patient injury but an unintended heparin bolus was provided. Patient demographic data was unable to be obtained. The device is expected to be returned for analysis.

Manufacturer narrative:
As per further information received, updated b5 (describe event or problem) updated section g3 (date received by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions). The device was not received for evaluation, since it was discarded at hospital. Without return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Further investigation was completed by the engineers in the manufacturing site. Based on this assessment and as per further information received from the customer, the issue was confirmed to be related to a use error due to a failure to check that all connections were tightened. Staff education and reminders to the personnel were provided at the hospital to avoid the reoccurrence of this failure. In addition, it was verified that as part of the manufacturing process there are controls to avoid potential causes related to the reported event, such as visual inspections and leak test. Based on the available information, a product non-conformance or device failure associated to manufacturing or design could not be confirmed.

Event description:
As reported, when checking this pressure monitoring set connected to an arterial line of a pediatric patient because no signal was displayed, it was noticed the device leaked. The line was tried to be flushed in case it had become occluded causing the dampened waveform. However, flushing could not be completed and the heparinized saline bag was noticed to be empty and blood back up into the pressure tubing. Then, plasmalyte 64ml out of 100 was provided in case the heparin had been infused into the infant. The arterial line was exchanged and the waveform was appropriate again. It was requested bw (blood work) to be sent for analysis, act (activated clotting time) to be completed and heparin reversal agent to be at bedside, and when taking the blood sample from the left internal jugular (ij) the patient blankets were noticed soaking wet. Patient bed sheets and dry flow were measured resulting in an approximate volume of flush fluid that leaked onto the sheets of 265 ml (as per hospital protocol, all lines / or soaker sheets are weighed prior to placing on infants beds so that any urine or blood spills can be calculated). The blood work coagulation was sent to laboratory and the rrt (rapid response team) and ECMO (extracorporeal membrane oxygenation) specialist came to test act, that continued being normal. There was no blood loss nor patient injury but an unintended heparin bolus provided. As per further information received, the device was not available for evaluation and the issue was confirmed to be related with a use error due to a failure to check that all connections were tightened. Staff education and reminders to the personnel were provided at hospital to avoid the reoccurrence of this failure. Patient demographic data unavailable.